Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's leads came loose in 2010 and the patient had a trickle charge around the same time. It was noted that the patient may have had one other trickle charge, but she could not remember. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).